Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+2.0/081 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was not exchanged for another lens due to the patient did not want a second operation.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial along with clear surgical residue/ debris on the product. Visual inspection found a tear in the lens haptic, lens missing a piece of its haptic and presence of debris and residue on the lens surface. Method code: no additional similar complaint type events were found within the associated lot. (B)(4)